Event description:
Senseonics was made aware of an incident where patient developed infection at the insertion site. The sensor was inserted on (B)(6) 2024 and the patient began experiencing symptoms on (B)(6) 2024. The site was hurting, swollen and red. The patient went to emergency room where the hcp decided to remove the sensor. When the sensor was removed, the wound was leaking with pus.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6) 2024 and the patient noticed on (B)(6) 2024 that the insertion site was hurting and swollen. Under the shower, the patient observed that the site was red and decided to go to emergency room (same hospital as (B)(6)). There the hcp decided to remove the sensor to alleviate symptoms. When the wound was opened, the site leaked with pus and the hcp confirmed that there was an abscess. No information was received on how the patient felt after the sensor removal. However, it was reported that the patient will be reinserted with a new sensor once the infection is healed. This incident does not require further investigation.